Manufacturer narrative:
(B)(4). A sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Event description:
A customer reported to (B)(4) baxter of a flo-gard set in which there was a male luer lock at the end of the tubing missing. This reported condition occurred during setup. There was no patient injury or medical intervention involved. No additional information is available. This is report 1 of 2 of the same reported problem from this facility.